Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing in the sensor when they remove the sensor from the body. Customer¿s blood glucose level was 12.9 mmol/l at the time of the event. Troubleshooting was performed. The customer also state that there were blood drops at the insertion site. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. 2nd sensor, performed visual inspection and found sensor with cannula broken, broken part is missing. Also, performed visual inspection and checked 2 insertion needles for burrs/hooks and dull needle tip defects and found both dull points at the tips of both needles. Unable to confirm customer received sensor in said condition due to customer returned opened/used.